Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the lvis pas study, ae name: retreatment of aneurysm recurrence event onset date: 8-apr-2020 event description: stent emoblization retreatment of target aca aneurysm following angiography that showed aneurysm was unchanged since previous treatment relatedness: study procedure-related date reported to the sponsor: (B)(6) 2025 date of index procedure: (B)(6) 2019 is the event a serious adverse event? : yes outcome: resolved without sequelae additional information indicated: stent embolization retreatment of target aca aneurysm date: (B)(6) 2020 (pod 226) adequate aneurysm coverage was noted after retreatment stent embolization on (B)(6) 2020. Routine surveillance angiography on (B)(6) 2020 was noted to have partial regression of the stent embolized aneurysm of the anterior communicating artery, now measuring 1.5 x 1.6mm 2.